Manufacturer narrative:
Complaint (B)(4). Received 33pcs 450062/23d23d for evaluation. Received customer pictures. Also received 45pcs 450061/23f14c, which the customer advised were returned in error. We have no remaining inventory of the material/batch. We forwarded the complaint, customer pictures, and samples to our supplier for their investigation and comments. A review of the manufacturing and inspection records of the concerned batch showed no abnormalities which could be related to the reported issue. Both retain and customer samples were visually checked. No bent needles or damaged needle hubs were observed. Additionally, the rigidity tests conducted on retain and customer samples were within the standard range. The complaint cannot be confirmed. Corrected data: h6: component code, type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples have been requested from the customer but have not yet been received at the time of this report. If and when customer samples are received, they will be evaluated as part of the complaint investigation. Upon completion of the complaint investigation, a supplemental report will be filed.

Event description:
The customer advised their team trialed the needles/holders. The customer advised they experienced several reports of the safety breaking off the holder when the staff was trying to engage them onto the needle. Customer advised in another incident, the needle broke off while trying to engage the safety (photograph provided). The customer advised the safety device was activated with a thumb. Customer advised no damage to perforated seal, needle, holder was noticed prior to use. Customer advised needles were aligned and seated straight into holders prior to needle threading.